Manufacturer narrative:
(B) (4). Physio control further evaluated the device at the failure analysis center and verified the reported failure to operate on battery power. Physio found the ground plane conductive foam underneath the power pcb misaligned and touching the pcb at the bottom corner. The foam movement resulted in the reported failure. A replacement device was provided to the customer.

Event description:
It was reported that the device would power off almost immediately after turning on with known good batteries. Customer encountered the problem when responders tried to use the device and obtain nibp reading from a patient. The reported event had no adverse effect on the patient. There were no further details on the event and/or patient provided.